Event description:
During central processing, the user facility identified a fraying cable on the fenestrated bipolar forceps instrument . Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. The conductor wires were intact and undamaged but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. Other cables at wrist are not damaged. Additional observation not initially reported by the site was main tube damage. Engineering evaluation found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were 0.055-0.150 in length and were not axially aligned with the tube. Engineering concluded that the damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.